Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Gauze stuck inside me - tampon [foreign body in reproductive tract]. Tampax gauze was stuck and the rest fell out [device breakage]. Case description: consumer called stating the tampon gauze was stuck inside her and the rest fell out. No serious injury was reported.